Event description:
The customer reported that during a diagnostic procedure preparation, his olympus video system center was not producing an image. According to the initial reporter, the intended procedure was completed using another device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying an intermittent image whenever the video cable was manipulated due to a poor connector contact. Additionally, other sockets were found loose and the front panel was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the poor connector contact/faulty connectors could not be identified. Olympus will continue to monitor field performance for this device.